Event description:
The sampling probe slid down the side of the pt sample tube, which was not seated properly, and failed to aspirate sample. A falsely low troponin t result was issued without error message. No pt results were issued, because the malfunction was observed by the operator.